Event description:
It was reported during the procedure, when inserting the screw into the fifth metatarsal, the driver tip broke off. The broken piece of the driver tip was able to be removed. There were no adverse consequences to the patient. This report is related to report number 3025141-2022-00268 for the driver involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the root cause could not be determined.